Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer has nine "lvp modules (8100) with the platen (back plate of the lvp door) cracking and causing the door to fall of the bezel." There was no patient involvement.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of nine (9) pump modules with the platen cracking was not observed during the testing, but other parts of the door on the pump modules were found broken and cracked the test results for replicating the issue do not observe on any pump module had a broken or dysfunctional platen assembly. The results of functional tests determined that four (4) pump modules were damage on the internal connection cables between the door and the device, they cannot turn on. Suspect pump module (s/n:(B)(6)): bezel date code was observed as 12/24 (december 2024). Suspect pump module (s/n: (B)(6)): bezel date code was observed as 12/24 (december 2024). Suspect pump module (s/n:(B)(6)): bezel date code was observed as 12/24 (december 2024). Suspect pump module (s/n:(B)(6)): bezel date code was observed as 12/24 (december 2024). All five (5) functional suspect pump module passed asm tests without errors or malfunctions. Suspect pump module (s/n:(B)(6)): bezel date code was observed as 12/24 (december 2024). Suspect pump module (s/n:(B)(6)): bezel date code was observed as 12/24 (december 2024). Suspect pump module (s/n:(B)(6)): bezel date code was observed as 12/24 (december 2024). Suspect pump module (s/n:(B)(6)): bezel date code was observed as 12/24 (december 2024). Suspect pump module (s/n:(B)(6)): bezel date code was observed as 10/24 (october 2024). The nine (9) suspect pump modules logs were retrieved from the systems to ascertain event details associated with the reported issue. The event date and time were not reported. A review of the nine (9) suspect pump modules error log and pcu error log showed no errors or malfunctions on the last days of activity infusion. The following infusions show the events per day since the last recorded day for each suspect pump module: the suspect pump module (s/n: (B)(6)) has no infusions programmed in 2025. At 5:23 pm on 28feb2025 the suspect pump module (s/n: (B)(6)) was attached to the pcu (s/n: (B)(6)) and label b. Then programmed a primary infusion of rate = 100 ml/h; vtbi = 100 ml; infusion lasted an hour and the suspect device power off. At 6:15 pm on 6apr2025 the suspect pump module (s/n: (B)(6)) was attached to the pcu (s/n: (B)(6)) and label a. Then programmed a primary infusion of rate = 100 ml/h; vtbi = 50 ml; infusion lasted thirty (30) minutes and two (2) minutes later the suspect device power off. At 10:35 am on 8apr2025 the suspect pump module (s/n: (B)(6)) was attached to the pcu (s/n: (B)(6)) and label b. Then programmed a primary infusion of rate = 100 ml/h; vtbi = 100 ml; infusion lasted an hour and the suspect device power off. At 2:00 pm on 8apr2025 the suspect pump module (s/n: (B)(6)) was attached to the pcu (s/n: (B)(6)) and label b. Then programmed a primary infusion of rate = 25 ml/h; vtbi = 100 ml; infusion lasted one hour and fifty (50) minutes, the suspect device power off. At 12:16 pm on 11mar2025 the suspect pump module (s/n: (B)(6)) was attached to the pcu (s/n: (B)(6)) and label a. Then programmed a primary infusion of rate = 75 ml/h; vtbi = 950 ml; infusion lasted four (4) hours and the suspect device power off. At 8:25 pm on 12mar2025 the suspect pump module (s/n: (B)(6)) was attached to the pcu (s/n: (B)(6)) and label b. Then programmed a primary infusion of rate = 300 ml/h; vtbi = 100 ml; infusion lasted sixteen (16) minutes. The suspect device reprogrammed the infusion rate = 50 ml/h and vtbi = 950 ml; infusion lasted forty (40) minutes and the suspect device power off. At 1:16 pm on 15apr2025 the suspect pump module (s/n: (B)(6)) was attached to the pcu (s/n: (B)(6)) and label b. Then programmed a primary infusion of rate = 100 ml/h; vtbi = 50 ml; infusion lasted thirty (30) minutes and ten minutes later the suspect device power off. At 1:45 pm on 16apr2025 the suspect pump module (s/n: (B)(6)) was attached to the pcu (s/n: (B)(6)) and label a. Then programmed a primary infusion of rate = 200 ml/h; vtbi = 100 ml; infusion lasted thirty (30) minutes and five (5) minutes later the suspect device programmed an infusion with rate = 200 ml/h and vtbi = 25 ml; infusion lasted eight (8) minutes and the suspect device power off. Proper care and maintenance are essential for keeping the alaris system in good condition. To ensure efficient operation, use the tipsheet set loading and unloading, follow the correct close/open door procedure with two hands and correct inspection procedures. Do not return a damaged device to patient use. Damaged devices can result in patient harm. Send the damaged device to biomedical engineering for repair. The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center: suspect pump module s/n: (B)(6)(w/o: (B)(4)) the device was disassembled for this investigation. Please replace the door assembly of the pump module. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Suspect pump module s/n: (B)(6)(w/o: (B)(4)) the device was disassembled for this investigation. Please replace the door assembly of the pump module. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Suspect pump module s/n: (B)(6) (w/o: (B)(4)) the device was disassembled for this investigation. Please replace the door assembly of the pump module. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Suspect pump module s/n: (B)(6) (w/o: (B)(4)) the device was disassembled for this investigation. Please replace the door assembly of the pump module. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Suspect pump module s/n: (B)(6) (w/o: (B)(4)) the device was disassembled for this investigation. Please replace the door assembly of the pump module. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Suspect pump module s/n: (B)(6) (w/o: (B)(4)) the device was disassembled for this investigation. Please replace the door assembly of the pump module. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Suspect pump module s/n: (B)(6)(w/o: (B)(4)) the device was disassembled for this investigation. Please replace the door assembly of the pump module. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Suspect pump module s/n: (B)(6) (w/o: (B)(4)) the device was disassembled for this investigation. Please replace the door assembly of the pump module. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Suspect pump module s/n: (B)(6) (w/o: (B)(4)) the device was disassembled for this investigation. Please replace the door assembly of the pump module. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the probable root cause for the reported nine (9) pump modules with the platen cracking and causing the door to fall of the bezel is being attributed to missing maintenance and wrong use for the devices. The platen cracking was not observed during the testing. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer has nine "lvp modules (8100) with the platen (back plate of the lvp door) cracking and causing the door to fall of the bezel." There was no patient involvement.